Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that patient received multiple shocks during a strained bowel movement. Interrogation showed t-wave oversensing. A new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.